Event description:
Procedure: lobectomy. According to the reporter: the first firing on lung vein was completed with nothing abnormal recognized in use of the instrument. However, the continuous bleeding occurred from the cut edge of vessel. With performing the astriction treatment, confirmed the instrument could not cut it completely to the distal end. The doctor used the surgical scissors for the complete resection to the end. However the bleeding would not stop and further astriction treatment was given. Also reported the doctor confirmed the failure of stapling in some part. Operating time extended: more than 30 minutes. Add'l tissue resection: yes. Tissue damage: yes.

Manufacturer narrative:
(B)(4).